Manufacturer narrative:
The insulin pump passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin 6, keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm. The customer¿s blood glucose level was 173 mg/dl at time of incident. The customer reported that they had hardware low level failure alarm and were able to clear alarm. It was reported that they had performed self test and was failed. The customer declined troubleshooting for high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.